Event description:
Customer reports of having problems with the transmitter not blinking. While on call transmitter began to blink. Customer was educated on proper procedure when not using sensors. Customer reports of having blood glucose versus sensor glucose differences. Customer reports that blood glucose was 191 mg/dl and sensor glucose was 42, and threshold suspend was received. Sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.